Event description:
It was reported that the pt's pump had volume discrepancies of >25% over the past year. The pt's pump was programmed to deliver 1800 mcg/day of lioresal 2000 mcg/ml; the pt was receiving "no benefits" with increased spasticity. A dye study did not show anything. The pump was replaced on (B)(6)2010. They planned to restart the pt at a lower dose. The pt was to be in the hospital so that they could monitor for signs of underdose or overdose. It was later reported that pt expired 36 hours after the pump was replaced. The physician stated it was due to cardiac arrest and thought possibly due to a pe (pulmonary embolus) and that it was not related to the surgery or baclofen as the pt was going fine after the his pump was replaced.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.